Event description:
It was reported that the burr became stuck in the wire and the patient died. The 100% stenosed target lesion was located in the severely calcified distal right coronary artery (rca). During the procedure, a wire was used to re-canulate chronic total occlusion (cto). At the proximal rca, a balloon was used and shockwave technique. A 1.50mm rotapro was selected for use. After two ablation passes at 149krpm, the rotapro burr lodged and could not be removed. The patient began to complain of chest pain and agitation. Following intubation, the patient went into ventricular fibrillation (v-fib). Afterwards, the patient coded for more than two hours and was taken to surgery to remove the rotapro burr. The surgery was not initiated due to medication for cto. The procedure was not completed, and the patient was sedated with local anesthesia. The patient passed away. It was further reported that the burr was stuck in the lesion.

Event description:
It was reported that the burr became stuck in the wire and the patient died. The 100% stenosed target lesion was located in the severely calcified distal right coronary artery (rca). During the procedure, a wire was used to re-canulate chronic total occlusion (cto). At the proximal rca, a balloon was used and shockwave technique. A 1.50mm rotapro was selected for use. After two ablation passes at 149krpm, the rotapro burr lodged and could not be removed. The patient began to complain of chest pain and agitation. Following intubation, the patient went into ventricular fibrillation (v-fib). Afterwards, the patient coded for more than two hours and was taken to surgery to remove the rotapro burr. The surgery was not initiated due to medication for cto. The procedure was not completed, and the patient was sedated with local anesthesia. The patient passed away.